Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user experienced persistent hyperglycemia and required multiple infusion site changes; tubing priming appeared insufficient, as approximately 10 units were needed before insulin droplets appeared, and no insulin leakage or bent cannula was observed. Symptoms included elevated blood glucose up to 400 mg/dl without reported ketones, backup therapy, or acute symptoms. Outcomes included no hospitalization, no medical intervention, and no need for assistance. Investigation included troubleshooting and education, including inspection for leaks, tubing fill check, and infusion set replacement, and collection of product lot information was attempted but unavailable. Investigation of this case revealed an unclear cause for the hyperglycemia with a potential contribution from incomplete tubing fill. It was concluded that the event was non-serious, device function at the time was not fully verified, and the cause remained undetermined.